Manufacturer narrative:
Concomitant medical products: 6725 adaptor implanted (B)(6) 2016; dtbb1d1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv defib impedance and rising defib impedance. The alert for the rv defib impedance was programmed off and the patient was scheduled to have a new lead placed the same day. A new lead was not able to be placed because the patient was found to have an occluded vein. Programming changes, including increasing anti-tachycardia pacing and ventricular fibrillation detection zone, were made and the patient will be monitored. Two days later, the patient presented again due to a device alert. The lead now exhibited high and undefined pacing impedance. The impedance alert was programmed off. The left ventricular (lv) lead also exhibited high and undefined impedance. The lead remains in use. No patient complications have been reported as a result of this event.